Event description:
It was reported that the caller did not see drops of insulin at the end of the tubing during the fill tubing step of the load sequence, which resulted in the customer's blood glucose levels displaying "high." The customer decided to wait to administer insulin via the pump once the cartridge was successfully installed. Technical support educated the caller on the importance of cartridge air removal and assisted in completing the load process, ensuring insulin flow was visible at the tubing's end and insulin delivery was resumed.